Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of an interlink set in which there was a leakage of an unknown chemotherapy drug at an unspecified location during an infusion. There were no other concommitant products reported. There was no patient injury or medical intervention reported. No additional information is available.